Event description:
An alert/notification settings issue was undetermined. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. However, an app crash was found in connection to the reported allegation. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).